Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose readings over 1000 mg/dl. It was noted that the customer did not treat for high blood glucose readings for number of days and finally had to go to the hospital. It was noted that the customer had difficulty bringing the high blood glucose readings down after getting back on the insulin pump. Customer's blood glucose reading at the time of the call was 359 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Self test was performed and passed. Customer stated they would speak to their health care provider. No device is being returned.